Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/11/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information was requested, the following was obtained: -were there any adverse consequences associated with the patient(s)? No damage was determined. - how many devices demonstrated the supposed deficiency? In total 12 units. - what is the total number of procedures reported in this complaint? 12 procedures. - have any of these events been previously reported to ethicon? If so, could you indicate the corresponding reference number or numbers? No. - were there any unexpected results or complications as a result of prolonged surgery time? Prolonged time due to changes - how long, in minutes, was the surgery prolonged? 5. - what tissue was suturing when the event occurred? Vaginal dome. - was additional dissection required in organs/tissues other than target tissue? No. - was there any changes in postoperative care of the patient due to prolongation of the procedure? No. - was there dehiscence of the wound? No. - was any medical or surgical intervention (product extraction; reoperation; resuture; recall; drainage) performed? If yes, please specify. No. - could you tell me if there was a prescription for steroids or antibiotics for patient recovery? If yes, provide the name of the drug, route and dose. No, only surgical prophylaxis (before the procedure). - could you make the attempt to follow up on the return of the product? Be sure to provide the tracking number of the shipment has already been handled and the units have already been picked up. - provide the source or name of the person providing the answers to follow-up questions: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date and a suture was used. Procedures are initiated, and the cup is closed with suture. At the time of closure, the ice needle is disassembled. The first laceration separates both structures and breaks the suture, thus increasing the patient's consumption and increasing the risk of cup dehiscence. No adverse patient consequences were reported. Additional information was requested